Event description:
Customer called to report a leak from the synchron lx clinical system, model lx20 pro, and stated there was an alb (albumin) module error message. Customer indicated that in the reagent area, to the left of the reagents, one of the two tubes was leaking a yellow fluid. On the following day, the fse (field service engineer) visited the site and noted that the system was leaking from the mc (modular chemistry) side of the instrument. The fse replaced a defective creatinine reagent pump and verified that the system was functioning properly. No further leaking was observed, and the issue was resolved. Customer was wearing ppe (personal protective equipment), including gloves, goggles and a laboratory coat. Customer stated that no patient results or samples were affected, and that no one was exposed to or harmed by the leak/overflow.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).